Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Both devices remain implanted in the patient. The patient has experienced no adverse event and revision surgery is not scheduled. This report captures the ozark self-starting variable screw. A separate report has been filed for the ozark 3 level plate.

Event description:
A physician reported patient experienced neck pain and an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Revision surgery has occurred. This report captures the ozark self-starting variable screw. A separate report has been filed for the ozark 3 level plate.

Manufacturer narrative:
Corrected data: b.1.- updated from 'product problem' to 'adverse event and product problem.' B.5.- updated to reflect that revision surgery has occurred. H.1.- updated from 'malfunction' to 'serious injury.' Visual inspection: x-ray images of the construct were examined and confirmed the presence of cranial screw fracture was confirmed. Cranial screw shows a dark segment and bent shape which indicates fracture and movement had occurred. Dimensional, functional, and material analysis could not be performed a the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per IFU: the screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Screws are available in self-starting and self-tapping options; if tapping is required, the 10 mm tap may be inserted into the previously drilled screw holes to tap the vertebral bodies. The depth of the tap within the vertebral body will be restricted to up to 10 mm below the plate. Note; do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Note; fixed screws have a laser marked line on the head of the screw. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 tapered driver: the size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in the insertion of the screws. Attach the proximal end of the driver to the spin tap handle. Engage the stab-and- grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12 in-lbs torque limiting handle. Note: the threaded driver will not work with the fast guide. Device likely experienced excessive stress due to a combination of bending and subsidence. However, root cause could not be determined due to insufficient information.

Manufacturer narrative:
Correction: updated from stryker spine-us to k2m, inc.

Event description:
Physician additionally reported patient experienced neck pain.

Event description:
A physician reported patient experienced neck pain and an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Revision surgery has occurred. This report captures the ozark self-starting variable screw. A separate report has been filed for the ozark 3 level plate.

Manufacturer narrative:
Visual inspection: x-ray images of the construct were examined and the presence of cranial screw fracture was confirmed. Cranial screw shows a dark segment and bent shape which indicates fracture and movement had occurred. Device may have experienced excessive stress due to a combination of bending and subsidence. The screw was returned for inspection and confirmed to have been fractured. No unusual characteristics or features were detected. Fracture surface appeared smooth and flat which indicated that brittle fracture had occurred. Material analysis: a material analysis was performed and the results indicated that screw failure occurred due to unidirectional bending fatigue. Fatigue cracks initiated on the screw at the thread roots two to three (2-3) threads from the screw head. Cracking was through nearly the entire load bearing cross sectional area prior to final separation. No evidence of any significant material or fabrication flaws were identified. Neither fastener exhibited any corrosion degradation. Based upon the features, the screw failure would be identified as low-stress high-cycle fatigue. The tested composition of the screw was consistent with titanium alloy ti-6ai-4v. The fractured screw exhibited microstructures and hardness levels that were consistent with this grade of titanium alloy. There were no features suggestive of base material anomalies. Device history records were reviewed for this lot and no manufacturing issues related to this adverse event were identified. Complaint history was reviewed and no similar complaints for this lot were identified. Evaluation of the available x-ray images appear to show that the adjacent interbody had subsided post-operatively. A lip from the c4 vertebrae could be seen rounding the corner of the c4-c5 interbody, which suggests that either subsidence had occurred or that it was a feature produced by surgical carpentry. Subsidence could not be confirmed, however, since there were no immediate post-op images available for comparison. It is possible that a combination of subsidence and non-union contributed to the failure by influencing the construct's loading conditions. Spinal implants are intended to provide temporary stabilization and to facilitate arthrodesis in the spine. If arthrodesis in the spine is not achieved then complications such as implant failure can occur. Based on the results of material analysis, it appears that the screws may have failed due to repetitive neck movement as the screw failures were identified as low-stress, high-cycle, unidirectional bending fatigue. Although the failure mode of the screws appears to have been identified, the root cause of the issue could not be determined conclusively. Other factors, such as subsidence or non-union, may have contributed to the failure. It is also possible that unique patient anatomy or patient activities contributed to the issue. However, these potential factors could not be adequately evaluated, and the root cause of the issue could not be determined. As a result, the alleged failure mode was confirmed, but no root cause was able to be determined.

Manufacturer narrative:
Additional information: d.4. Lot#: gvra. D.4. Gtin: (B)(4). D.6. Explant date: (B)(6) 2020. D.10. 'Product available to stryker' updated to reflect 'return' d.10. 'Returned to manufacturer on' updated to reflect device return date. H.3. 'Reason for no evaluation' updated to 'device evaluation anticipated, but not yet begun'.

Event description:
A physician reported patient experienced neck pain and an ozark self-starting variable screw broke at the shaft and an ozark 3 level plate loosened. Revision surgery has occurred. This report captures the ozark self-starting variable screw. A separate report has been filed for the ozark 3 level plate.